Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was reported that the patient stated was at a mcdonald¿s and slipped and fell. Patient states fall was unrelated to simulators. Patient states since fall has pain at battery locations. Meeting with pt and managing provider (B)(6) 2022.  The rep met with pt and physician. First implant all connection check all green. Impedance check shows electrode 8 possible open short all other electrodes within normal limits. Current programming covers all painful areas. No reprogramming needed. The second ins connection check all green. Impedance check shows all electrodes within normal limits. Current programming covers all painful areas. No reprogramming needed. Additional information was reported that the impedance readings was 4380 ohms, and the issue has been resolved. Additional information from the rep indicated that the patient had pocket revision to try to resolve the pain resulting from the battery moving in its pocket as a result of the fall. Battery was positioned flat in the pocket to prevent it from pushing into the skin.

Manufacturer narrative:
Continuation of d10: product ID: 97716, serial#: (B)(6), implanted: (B)(6) 2021. Explanted: product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.